Event description:
It was reported that the ventilator low minute volume alarm would not shut off. When bagging the patient with ambu bag, o2 sats were 100%. When the patient was hooked up to the ventilator, the o2 sats dropped to 84% on 100% o2. This was repeated three times with the same results. The ventilator was set to volume control mode and it switched to pressure control mode as well as in assist control to nppv mode by itself. The patient reported he was unable to get a breath when the "unit went out of ventilation mode".